Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The information received indicated that the device was used for a procedure with access from the right common femoral artery. When the user attempted to insert the device after puncture, the device got kinked, another device of the same manufacturer was used instead with a problem. Images of the returned device depict splits, nicks and hangnail damage. There have been no adverse effects to the patient reported.